Event description:
Customer is diluting prostate-specific antigen (psa) samples greater than 20 ng/ml. The range of the assay is 0.06 - 100 ng/ml. Samples that are diluted within the range of the assay are being reported to the lab info system as the neat value as opposed to the diluted value. Info reported by the analyzer is correct. The initial review of this event suggested that this was not a reportable event. However, it is being reported as a precautionary measure.